Manufacturer narrative:
Correction: there was no reported delay to the procedure due to this issue.

Manufacturer narrative:
Device evaluation: the suspect power conversion board assembly atp console was returned to the manufacturer for evaluation and the reported issue was confirmed. The console was tested and entered a generator error upon first boot up. Two subsequent boot ups were successful, however, a third resulted in the error again. The issue was intermittent, which indicated a communication loss between the atp and ht.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. It was reported that the atp console for the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect atp console has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system was unable to perform 3d image acquisitions. It was reported that the x-ray tube would not complete motion from the starting point. An attempt to perform 2d image acquisitions failed after previously being completed prior to the failed 3d image acquisition. The imaging system and viewing station of the imaging system were restarted to restore functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. The surgeon completed the procedure with the use of the imaging system. No additional information was provided.